Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer indicated via phone call that the insulin pump excessively alarmed unexpected restart. The customer's blood glucose level was 200 mg/dl at the time of incident. Troubleshooting found that the alarm could not be cleared. Customer was advised to monitor the pump until a replacement pump arrives. No further details given.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms or rewinding on it's own noted. The pump was received with a corroded battery tube. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.